Manufacturer narrative:
Review of device dmr revealed that the wheel attachment procedure was inadequate at the time of manufacture, potentially resulting in loosening of the screw connecting the wheel caster to the cart frame. The manufacturing process was modified shortly after --in june of 2023-- to additionally secure the screw. A service order has been issued to include checking and tightening the screw, if necessary, on the wheel casters of all pushcarts manufactured prior to june 2023 during the next routine service appointment at all healthcare facilities employing this cart. Furthermore, an additional improvement of the manufacturing process has been initiated.

Event description:
The spd technician pulled out a rack from the sterilizer, rolled it onto the pushcart and locked in the rack using the handle for it. After unlocking the wheel locks, they started moving the pushcart. During transit, the back right caster came off the pushcart and caused the rack and all the trays on the rack to fall over and spill onto the floor. No spd technicians were in the way at the time of the failure and no one was injured.